Event description:
It was reported that the patient underwent a lead revision procedure. It was determined that the initial lead placement was suboptimal and with no optimal clinical outcome. It was also noted that monopolar electrocautery was used during the procedure. The devices will not be returned for analysis as they were discarded by the facility. No further information has been obtained despite good faith efforts.